Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead indicated that they had fallen hard on his left arm. The rv lead exhibited high pacing impedance measurements greater than 2000 ohms. Threshold measurements were 0.9 volts at .5 milliseconds with 24 millivolt r-waves. No noise was present on non-sustained episodes. It was noted that there were no oversensing and the patient is not pacemaker dependant. Technical services (ts) suggested performing an x-ray to confirm lead integrity. Additional information indicated that a x-ray was performed and noted no evidence of lead integrity failure or dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.